Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a syncopal episode. A device interrogation revealed the right ventricular (rv) lead exhibited "inappropriate sensing," no capture, and had delivered an inappropriate therapy. A lead fracture is suspected. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.